Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation. The device was reprogrammed. After changes, the patient did not feel any abdominal stimulation on laying flat or on both sides. The left ventricular (lv) lead remains in use. The patient is enrolled in adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.